Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited fast charge time and non sustained oversensing. During follow up, the device was reviewed and exhibited no anomalies. A manual capacitor maintenance was performed and the charge time was within specification. The patient would continued to be monitored.